Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an increase in pacing lead impedance and high capture threshold were observed. Stored episodes of non-sustained lead noise showed failure to capture before conducted beats. The patient received a patient notifier for high, out of range, pacing lead impedance both the same day as implant and two days after. The physician suspected lead fracture. The lead was explanted.